Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that antibiotic treatment for peritonitis, was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date the patient was hospitalized and treated with injection of vancomycin (1 gm intraperitoneal, every 3rd day, ongoing), ceftazidime injection (1gram, intraperitoneal, once daily, discontinued) and meropenem injection (125mg each bag, intraperitoneal, ongoing) for peritonitis. The patient was discharged from the hospital and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.